Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticmo12.6; -11.0/1.5/113 (sphere/cylinder/axis) implantable collamer lens into the patient's right eye (od) on (B)(6) 2021. The patient experienced refractive surprise and on (B)(6) 2022; the surgeon exchanged the lens with a same length/model but different power lens and this resolved the problem. It was noted "due to undercorrected 100 degree myopia; his vision has been poor after the operation; and he has not improved after visual function training. He replaced the lens on (B)(6) 2022 and his vision reached 1.0". The cause of the event was reported as unknown.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluation: h3 -device evaluation: the lens was returned in a microcentrifuge vial with moisture and residue/debris on product. Visual inspection found no visible damage with"fiber" on the lens surface. Dimensional inspection found the lens to be within specifications. Functional inspection found the returned lens did not meet original values measured at the time of manufacturing. Additional information: h6- type of investigation 3331 - device history record (DHR) review: based on the results of the investigation, all released devices from the associated work order(s), including the suspected device, have been manufactured within established process parameters; and there is no indication that the manufacturing and processing of the device contributed to the complaint issue. Claim# (B)(4).